Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records is not being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in an occlusion beginning at the sfa and extending down to the popliteal, after a total of approximately three minutes of activation, approximately 1.5cm of the distal tip of the recanalization catheter became allegedly detached and was fully encompassed in the support sheath. Using a syringe, the health care provider (hcp) reportedly then pulled negative pressure and retracted the catheter, the detached distal tip, and the support sheath together as a single unit without incident. A wire was used to cross the remainder of the occlusion and balloon angioplasty was then completed. The patient was reported to be doing well with good blood flow post procedure.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number was unknown. Visual/microscopic inspection: the usher support catheter segments were returned. The sheath appeared to have been cut in half, likely from when the user removed the detached distal tip of the crosser catheter from the usher catheter. The distal tip was returned detached from the catheter, measuring 5.9cm in length. The distal end of the usher support catheter was examined under microscopic magnification and was not flared in appearance. No other anomalies were noted to the catheter. Functional/performance evaluation: the sample was returned; however, functional/performance evaluation could not be performed due to the catheter detachment. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was confirmed for retraction problem as stretching of the recanalization catheter was observed and the distal tip was reportedly detached in the support catheter. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: manipulating or torquing a product against resistance may cause damage to the product or vasculature or cause vessel perforation. Never advance, withdraw or torque a catheter which meets resistance. Precautions: verify compatibility of the product¿s inner and outer diameters and lengths with other devices before use. Procedural steps: carefully advance the product to desired location under high quality fluoroscopic guidance. If reinsertion of the product is necessary, inspect the product to ensure there is no damage to the tip or shaft of the catheter. Flush the catheter system to ensure that no air or blood is within the catheter. Reactivate the hydrophilic coating on the outside of the catheter by exposing it to saline. Adverse effects: use of the usher catheter may give rise to the following complications: hemorrhage, hematoma, ischemia, vessel perforation/dissection, allergic reaction to contrast medium, vascular occlusion, thrombosis, infection, vessel erosion, spasms, embolism, puncture site hematoma, pain and tenderness. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in an occlusion beginning at the sfa and extending down to the popliteal, after a total of approximately three minutes of activation, approximately 1.5cm of the distal tip of the recanalization catheter became allegedly detached and was fully encompassed in the support sheath. Using a syringe, the health care provider (hcp) reportedly then pulled negative pressure and retracted the catheter, the detached distal tip, and the support sheath together as a single unit without incident. A wire was used to cross the remainder of the occlusion and balloon angioplasty was then completed. The patient was reported to be doing well with good blood flow post procedure.